Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. In addition, the patient also heard beeping tones. An immediate device replacement was recommended by boston scientific technical services (ts). Additional information was received indicated that the device was explanted. No additional adverse patient effects were reported.